Event description:
Alleged when releasing the head up function switch on the right head siderail, the bed continues to move unintentionally.

Manufacturer narrative:
A siderail caregiver control was installed to repair the bed.